Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 650 to 700 mg/dl. Cause of elevated bg level was unknown. Bg was treated with fluids. Reportedly, customer left the emergency room with customer in stable condition of 200 mg/dl.